Event description:
It was reported that a direct alert transmission for atrial fibrillation was observed. It was noted that changes in the trends were observed whereby the ventricular safety margin was less than 2:1 and a slight increase in ventricular threshold was observed. The patient was being monitored remotely. The patient was stable.